Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, d.6b, h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening on the posterior side assessed as surgical impact opening and there is a missing piece of shell assessed as inconclusive. Additional observations noted stress marks.